Event description:
The customer contact reported the patient received more medication than intended. At an unspecified time on the surgical unit, the device was programmed in the pca +continuous mode, to deliver morphine 5mg/ml, and the delivery was started. No further programming parameters were provided. The customer contact indicated that prior to the start of the pca therapy, the post operative patient received 50mcg fentanyl in post anesthesia care unit (pacu). At an unspecified length of time after the pca therapy was started, the nurse noted the patient was lethargic and was obtunded. At this time, the nurse noted the patient's blood pressure had decreased to 100mmhg and the patient's heart rate had increased to an unspecified rate. At that time, it was reported the patient was in respiratory arrest and the rapid response team was called. It was reported the patient's oxygen saturation was 84% on room air. The patient was treated with narcan 0.4mg, 5-6 times over a reported three hours. The customer contact reported that approximately 56mg of morphine was reportedly missing from the pca vial; however, the device display indicated 9.8mg had been delivered. The device was removed from clinical service. After an unspecified length of time, the patient became alert and oriented and was transferred to the step down intensive care unit. After an unspecified length of time, the patient was discharged home. Though requested, no additional information was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 20.01ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 1ml (+/-5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the history indicates that on (B)(6) 2012 between 1528 and 1531, the device was powered on, history cleared, morphine 5mg/ml was confirmed, set cca chr, the device was programmed in the pca + continuous mode, with a 1mg pca dose, a 10 minute pca lockout, a 1mg continuous rate, a 24mg four hour limit, a 20mg four hour usl override, the settings were confirmed, the door was opened once and locked twice, there was one infuser pause alarm and infusion was started. Between 1615 and 1732, there were four 1mg pt initiated pca deliveries and one unmet demand. Between 2036 and 2126, the door was opened, there was one check vial alarm, 1 check syringe alarm, 1 check injector alarm, morphine 5mg/ml was confirmed, rx settings were retained, confirmed, the door was locked, infusions started, door was opened and the device was powered off. Review of the history indicates the device delivered as programmed. This report represents all the information known by the reporter upon query by hospira personnel.